Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant it was noted that the ventricular setscrew was stripped. The pulse generator was not used and a new device was implanted.